Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 with this report. The initial report was submitted with missing information. The information had been updated and provided with this report in section h6. Health effect - clinical code has been added and provided with this report in section h6.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored and no pump error 68 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-jan-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 10-jan-2023 listed on smartsolve. Dailytotalcollectionstarttime: 01/10/2023 00:14:02.000. Dailytotalofallinsulindelivered: 0 (0 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 10-jan-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 01/04/2023 01:36:00.000. 01/04/2023 07:57:00.000. 01/04/2023 08:07:00.000. 01/04/2023 12:06:00.000, 01/04/2023 12:43:00.000, 01/04/2023 12:53:00.000. 01/04/2023 15:43:00.000. 01/04/2023 18:42:00.000, 01/04/2023 18:52:00.000. 01/05/2023 15:42:00.000, 01/05/2023 15:52:00.000. 01/05/2023 20:02:00.000, 01/05/2023 20:12:00.000. 01/05/2023 21:57:00.000. 01/05/2023 22:07:00.000. 01/06/2023 12:08:00.000, 01/06/2023 12:18:00.000. 01/06/2023 16:17:00.000, 01/06/2023 16:27:00.000. 01/06/2023 19:12:00.000, 01/06/2023 19:22:00.000. 01/07/2023 14:57:00.000. 01/07/2023 15:56:00.000. 01/07/2023 16:06:00.000. 01/07/2023 18:18:00.000, 01/07/2023 18:28:00.000. 01/07/2023 19:48:00.000. 01/07/2023 20:45:00.000, 01/07/2023 20:55:00.000. 01/07/2023 22:33:00.000, 01/07/2023 22:43:00.000. 01/07/2023 23:26:00.000. 01/08/2023 01:32:00.000. 01/08/2023 14:54:00.000. 01/08/2023 15:04:00.000, 01/08/2023 15:43:00.000. 01/09/2023 12:22:00.000, 01/09/2023 12:32:00.000. 01/09/2023 14:07:00.000. 01/09/2023 15:32:00.000, 01/09/2023 15:42:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 01/09/2023 21:26:48.000, 01/09/2023 21:36:00.000. 01/09/2023 22:56:49.000. 01/09/2023 23:06:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 01/04/2023 13:30:00.000. 01/06/2023 19:48:00.000, 01/06/2023 19:58:00.000. 01/07/2023 18:44:00.000, 01/07/2023 18:54:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: 01/09/2023 13:14:00.000. Insert battery alarm was recorded and found in the formatted history file on: 01/07/2023 17:10:07.000. 01/09/2023 18:28:48.000, 01/09/2023 18:29:03.000, 01/09/2023 18:29:14.000. 01/09/2023 18:29:24.000, 01/09/2023 18:29:43.000, 01/09/2023 18:29:57.000. 01/09/2023 18:30:05.000. 01/09/2023 23:32:03.000, 01/09/2023 23:42:00.000, 01/09/2023 23:44:12.000. 01/09/2023 23:44:56.000, 01/09/2023 23:45:21.000, 01/09/2023 23:46:34.000. 01/09/2023 23:47:53.000. 01/10/2023 00:12:13.000. Replace battery alert was recorded and found in the formatted history file on: 01/09/2023 22:45:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 01/09/2023 23:16:00.000. 01/09/2023 23:26:00.000. 01/09/2023 23:43:05.000, 01/09/2023 23:43:19.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 01/09/2023 18:28:55.000, 01/09/2023 18:29:12.000, 01/09/2023 18:29:17.000. 01/09/2023 18:29:37.000, 01/09/2023 18:29:56.000, 01/09/2023 18:29:57.000. 01/09/2023 18:32:40.000. 01/09/2023 23:43:05.000, 01/09/2023 23:43:18.000, 01/09/2023 23:43:38.000. 01/09/2023 23:44:39.000, 01/09/2023 23:44:48.000, 01/09/2023 23:45:07.000. 01/09/2023 23:45:16.000, 01/09/2023 23:46:51.000, 01/09/2023 23:47:28.000. 01/09/2023 23:57:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 01/09/2023 23:27:04.000. 01/10/2023 00:11:33.000. Power loss alarm was recorded and found in the formatted history file on: 01/09/2023 23:27:18.000. 01/09/2023 23:27:26.000. 01/10/2023 00:11:45.000. 01/10/2023 00:11:53.000. Pump error 68 alarm was recorded and found in the formatted history file on: 01/09/2023 23:47:00.000. Pump error 49 alarm was recorded and found in the formatted history file on: 01/09/2023 23:47:00.000. 01/10/2023 00:10:42.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 27-jan-2023 at 5:35:00 am. There was no power data available for the dates of 07-jan-2023, 09-jan-2023 and 10-jan-2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, power loss alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated since pump lost power after aa battery removal since loaded backup battery voltage =0 (see attached r&d analysis). Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump error 68 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer reported pump error 68. The blood glucose value at the time of the event was unknown. High blood glucose was treated by insulin drip and overnight stay in hospital. Troubleshooting was performed. Customer was using pump within 48 hours prior to event  and auto mode feature was active at the time of the event. Customer discontinued the use of the insulin pump and will be returned for analysis. Unk - snsr, unk - rsvr, unomed set.